Manufacturer narrative:
The exact incident date is unknown, but it is believed that the event occurred on or before (B)(6) 2011.

Event description:
It was reported that the alarm settings at the clinical information center (cic) were resetting to factory defaults. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.